Event description:
It was reported that a pump over infused magnesium to a patient. The pump was programmed to deliver a secondary medication container of 50 ml at a rate of 25 ml/hr. The customer stated that the infusion began at 8:05 and at 8:23 the patient complained of not feeling well. At this time it was observed that the entire IV container of magnesium had been delivered. It was reported that the patient was monitored; however, there was no patient injury. The customer stated that the device was tested at 100 ml/hr for 100 ml and 25 ml/hr for 25 ml and the pump performed as expected.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. Additionally, upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. An additional flow rate test was performed using the reported event infusion parameters (for a period of one hour) with the unit passing. Review of the history log supports the reported event parameters; however, no malfunction could be identified.